Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37751, serial# (B)(4), product type recharger. Product ID 97714, serial# (B)(4), product type implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain and peripheral neuropathy. It was reported that the most coupling bars that the patient could get was 2 because of the position of the implantable neurostimulator, and that it would only get 1/2 charged. The patient had a revision surgery. The surgeon had put the device in upside down and backwards, and it was not working properly, so it needed to be flipped/turned and repositioned. The surgery was a week prior to the report, and since, the patient had not been able to get coupling bars. The patient got 2 and 4 bars the day before the report that came and went. On the day of the report, the patient had been charging all morning long, but nothing was happening. The patient saw boxes on the bottom of the screen, but nothing was shaded. The patient was unable to charge and charging was taking too long. The patient reported that there was something wrong with the charger as they were getting a screen on patient programmer to charge, but that the device was not taking a charge. It was reported that the battery was drained and in a discharged state. The patient was in pain, later clarified, that he has always had pain, and that's why the device was placed. It was also mentioned that the wires have cros sed. Additional information has been requested regarding actions/interventions taken to resolve recharging issues, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information received from the consumer reported the replacement of the recharger did not resolve the inability to charge the implantable neurostimulator (ins), and the pain had not been resolved. The healthcare provider (hcp) later reported the consumer had surgery with an outside provider and the battery was inverted. Another physician revised the battery on (B)(6) 2016, and the consumer was now able to charge as of (B)(6) 2016. The hcp had no further information or details about the wires being crossed.